Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was no capture on the atrial lead when set at maximum output and there was no sensing of intrinsic activity. It was also reported the right ventricular (rv) lead displayed high impedance and there was a confirmed fracture. The leads were partially removed and were replaced. It was further reported there was ¿tremendous difficulty finding viable tissue¿ for placement of the new atrial lead. When electrical testing was performed only p waves were obtained and there was no capture at maximum output. The physicians decided to leave the lead in use. When the lead was tested post-operatively, the atrial lead did not sense intrinsic p waves, but instead r waves. Marker channels indicated atrial sensing occurred simultaneously with ventricular sensing. The patient experienced pain when the atrium was paced. The programming mode was changed. No patient complications have been reported as a result of this event.